Event description:
This notification was opened due to an allegation from a patient stating, "the device is recalled and there was mold inside." The patient also reports they have gotten pneumonia a lot for which she would get a chest x-ray each time, saw 3 lung doctors, kept getting worse, and was diagnosed with copd. The patient also reported that her airway was blocked, and she has atrial fibrillation. She also had to have a heart valve replaced. The patient reported that she uses a nebulizer and rescue inhaler. She went to the hospital and was given "a syringe to clean out the stuff". The patient also reported coughing, congestion, has thyroid and lung nodules. She also has hypertension. The patient also reported a past medical history of sleep apnea. The patient reported using an ozone-based disinfection device. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.